Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review/remediation effort performed at the (B)(6) location, following medtronic¿s acquisition of (B)(6). A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was reported that during procedure, the physician found that the filter of the spider broke upon collecting from the patient along with the dual end catheter. It seemed the filter got stuck by the distal edge of a stent upon collecting. No broken particles left inside the patient. No patient injury reported. Evaluation summary: the spider fx device was received with the capture wire was loaded in the recovery section of the double-ended catheter. The filter assembly was exposed at the catheter's distal tip. The filter mesh-wires exhibited several breaks and deformations near the crest of the mouth region. The gold horseshoe was not fractured but was deformed. The cause of the noted damage could not be determined but the deformation of the nitinol wires and the noted wire fractures suggest that the filter mesh was caught on a resistant object such as an endothelialized stent.